Manufacturer narrative:
The date of event was documented as (B)(6) 2016 in the initial report. It has been updated as (B)(6) 2016. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all manufacturing specifications. Therefore, the reported condition was not duplicated and confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 4 for the same event: it was reported from (B)(6) that during a cortical mastoidectomy surgical procedure, it was discovered that two burr devices seemed to jump while drilling. The reporter stated that it was very dangerous next to delicate neuro tissue and blood vessels. The devices were used together with the attachment device and motor device. There were no delays to the surgical procedure. It was unknown if a spare device was available for use. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown, however, the event was reported to have occurred in (B)(6) 2016. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.